Event description:
It was reported in a urogynecology journal, published in 2009, that a pt underwent a laparoscopic supracervical hysterectomy and placement of a pelvic floor repair mesh in the posterior compartment two years earlier. The pt has crohn's disease and experienced a rectovaginal fistula and abscess with rectal expulsion of posterior pelvic floor repair mesh. The pt underwent diagnostic laparoscopy, transanal incision, drainage of the abscess, transanal excision of mesh, and laparotomy with loop ileostomy. Weeks later, the pt underwent colectomy, near total proctectomy, end ileostomy, and fistula repair.

Manufacturer narrative:
Mesh exposure. No conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.